Event description:
Additional information received that when asked if the physician test the balloon prior to use, the rep stated the physician performed as procedure. The balloon performed as intended during testing. The guidewire tip was advanced out of the catheter tip 3mm to 5 mm during the inflation. The contrast ratio was a dilution rate, it's half. The physician slightly shaped the guidewire tip. The balloon got inflated and deflated zero times. The injection rate was steady.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a hyperform balloon ruptured. When the balloon was inflated after the approach, it was ruptured, so it was replaced with another one. The product was determined to be defective. No patient symptoms or complications were reported.